Manufacturer narrative:
(B)(6).

Event description:
It was reported to philips the screen turned black when a hospital me was operating the device in the diagnostic menu. There was no patient involvement or harm. This event was reported to have occurred during a pre-use check, outside of clinical use. There was no delay to therapy. The customer stated since the screen went black, it is not known what alarm sounded. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
The removed light crystal display (lcd) was returned to the product investigation lab (pi). The pi technician installed the lcd into a pi ventilator to duplicate the reported issue. The lcd was tested, and it was confirmed there was no failure. Pil found that the lcd functions as designed with no issues.

Manufacturer narrative:
The philips field service engineer (fse) evaluated the device and was unable to duplicate the reported issue. Following the evaluation of the device, as a preventive measure, the fse replaced the ui pcba and lcd assembly. The unit was then functionally tested and successfully passed specified tests. No other abnormality was observed.